Event description:
Meter name: one touch basic. Strip name: one touch strips. Meter code: ni. Strip code: ni. Strip storage: unk. Symptoms: denied having a blackout & going to hospital. Their meter allegedly kept prompting "not ok". The result on their meter was "not ok". No treatment given. No further info has been reported.